Event description:
It was reported that the user contacted support to be walked through a factory reset after experiencing perceived excess insulin delivery from the ilet during meals, and the interaction focused on meal announcements and meal size understanding in relation to the user interface. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem related to improper or incorrect procedure was identified involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.